Event description:
It is reported by the patient's spouse that the implant could be causing an allergic reaction.

Manufacturer narrative:
Evaluation summary: no devices or photos surgical reports, x-rays, patient factors, symptoms or allergy test results were provided. Without allergy test results, the alleged allergic reaction cannot be verified. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.